Manufacturer narrative:
The device was tested and upon squeezing of the trigger using a test pad, a staple was deployed as intended; therefore, the device performed as intended. The complaint could not be verified as the returned device performed as intended. The root cause could not be determined with confidence as several factors could contribute to the reported event. It is possible that an attempt was made to staple thick or hard tissue, placing the staple at the edge of cartilage, or an attempt to staple tissue in a constrained anatomical area which prevents the stapler arms from opening completely. The instructions for use for the device contains warning and precautionary measures regarding use of the device. A review of the manufacturing records for the device found no deficiencies associated with the alleged event.

Manufacturer narrative:
.

Event description:
It was reported that during a procedure using the entact septal stapler, the doctor alleged that the staples would not seat in the mucosa. The doctor opted to complete the procedure using a backup device. There were no patient complications reported as a result of this event.